Manufacturer narrative:
As the anvil was not returned for evaluation the cause for the difficulty reported could not be reliably determined.

Event description:
The device was used for a low anterior resection procedure. Reportedly, the anvil did not tilt and the instrument could not be removed. The instrument was removed with manipulation. Another device was applied. Additional tissue was resected.